Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information that the subject device worked correctly when the user restarted the device, there was the possibility that the reported phenomenon was attributed to accidental failure of the cm board or temporarily failure of electrical connection around the cm board.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that the error code b40 which indicated this device was damaged appeared on the monitor during the upper gastrointestinal tract endoscopy. Also the scope switches and the keyboard did not function and the endoscopic image froze and the endoscopic image froze. The user restarted with the main power of the subject device turning off/on and was able to continue and complete the procedure. There was no patient injury associated with this report. It was not provided the other detailed information.